Event description:
It was reported that there was loss of capture on the patient's lead. Interrogation of the implantable pulse generator (ipg) showed it was unable to measure battery voltage or lead impedances. It was also noted that the ipg was at elective replacement indicator (eri). The ipg was explanted and replaced. The lead was tested at explant and was functioning appropriately. The lead remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554-45 lead, implanted (B)(6) 2001; 5071-53 lead, implanted (B)(6) 2007; 5071-53 lead, implanted (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.